Event description:
It was reported that customer was experiencing blood glucose versus sensor glucose issues. Customer also experienced weak signal and lost sensor. Customer's blood glucose was 545 mg/dl. Customer declined troubleshooting and requested sensors to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.